Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a dark image. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to a correction required. Updated fields: d8, g3, g6, h2, h3, h6 and h11. Corrected field: h6 medical device problem code. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide bundle of universal cord insertion section was interrupted and weakened. Based on the results of the investigation, a definitive root cause could not be identified. Additionally the cause of the event, the light guide bundle of universal cord and insertion section is interrupted and weakened could be caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.